Manufacturer narrative:
Additional product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the screwdriver broke during a distal radius fracture procedure. When the surgeon was locking the last screw to the plate the tip of the screwdriver broke off inside the recess of the screw. The surgeon attempted to remove the tip but was unable to remove it. The broken tip was flush with the top of the screw. The screw was fully locked in the plate and the surgery was successfully completed with a ten (10) minute surgical delay. It was noted the torque limiting device was not used. Concomitant devices reported: cortex screw (part unknown, lot unknown, quantity 1); distal radius plate (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 314.467; synthes lot: 6930122; supplier lot: n/a; release to warehouse date: august 08, 2012; expiration date: n/a; manufactured by synthes monument; no nonconformance reports (ncrs) were generated during production. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Flow: broken. Visual inspection: the stardrive screwdriver shaft was received at us cq with the distal tip of the screwdriver broken. This agrees with the reported complaint condition, thus confirming the complaint. No x-rays were sent to us cq therefore the embedded portion of the screwdriver cannot be confirmed. Dimensional inspection: dimensional analysis was completed; the overall length should measure 105 mm ± 1 per drawing. The actual length measured 104.18 mm. Therefore, approximately 1mm of the screwdriver shaft broke off. The shaft diameter measured 3.18 mm. This is within specification of 3.1 to 3.3 mm. Document/specification review: the following drawing(s) was reviewed; screwdriver shaft t8 deep stardrive ¿, solid no ncrs were generated during production. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Risk documentation was reviewed. Conclusion: the complaint condition is confirmed as the device was received with the distal tip of the stardrive screwdriver shaft broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4: device manufacture date . H11 corrected data: d10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.